Event description:
During review of programming history, high impedance was noted during system diagnostic on (B)(6) 2012. The device was disabled on this date. Previous good diagnostics are from (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.